Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4). The reported device is sold outside the us in a different brand name but is similar in structure and construction as a currently us marketed device, confianza pro 12 (k171933). The reported astato xs 9-12 guide wire was returned for investigation. The outer coil of the returned astato xs 9-12 guide wire was found stretched for approximately 1540mm from the proximal solder (set at 193mm from the wire tip to fix the outer coil onto the core wire). The distal ball tip was not observed at the distal end of the stretched outer coil. The core wire was fractured at approximately 185mm distal to the proximal solder. Microscopic observation found that the fracture end of the core wire was twisted and had a relatively flat fracture surface, indicating that torsion had contributed to the core wire fracture. Further microscopic observation of the distal segment of the guide wire found a separated core wire fragment. The proximal fracture end of the core wire fragment was twisted. The distal ends of the outer coil and the core wire fragment had cut traces made during manufacturing process. Investigation of the returned guide wire suggested that the core wire was fractured at approximately 7mm from the tip. Since cut traces made during manufacturing process were found on the distal ends of the outer coil and the core wire fragment, the entire guide wire was confirmed to have been returned, except for the distal ball tip and the tip solder (silver-tin solder). Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally applied on the distal segment of the subject astato xs 9-12 guide wire while the guide wire had been caught by the anatomical and lesion conditions. Consequently, the core wire was fractured. Applied tensile stress generated with wire withdrawal then caused the outer coil to be stretched and torn off. Although it was concluded that this event was not attributed to product quality, additional treatment by stenting was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi astato xs 9-12 guide wire was used during a percutaneous peripheral intervention (ppi) to treat a mildly tortuous lesion in the superficial femoral artery (sfa). During removal of the astato xs 9-12 guide wire, vascular ultrasound imaging showed stretch of the distal segment of the wire. Further examination with vascular ultrasound found that a fragment might have remained in the vessel. Stenting was performed, and the intended procedure was completed. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.